Event description:
Customer reported receiving an error message and additional icons on their unlocked freestyle meter. These messages are an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint confirmed. Performed investigation. Error 3 and battery icon appeared on testing. Meter is showing signs of memory overwrite. Customers and retailers have been informed through the adc fa16may2006 letter.